Event description:
Pt with h/o difficult endotracheal intubation was successfully intubated for CABG with the use of a bullard laryngoscope, employing manufacturer's plastic extension tip to facilitate intubation procedure. Post surgery, pt c/o gastric reflux symptoms -consistent with h/o gerd- and was treated medically. Symptoms continued post d/c four days later and eventually necessitated endoscopic exam, which revealed a foreign body in the esophagus. Pt was re-admitted 2 weeks later for removal of foreign body, which was found to be the plastic tip extender from the bullard laryngoscope. No injury to the esophagus was noted and pt was d/c'd the following day.